Event description:
It was reported that the patient with a non-boston scientific pacemaker had an infection. A revision was performed, and the pacemaker along with the boston scientific right atrial (ra) lead and right ventricular (rv) lead, and the non-boston scientific left ventricular (lv) lead and rv lead were explanted. No additional adverse patient effects were reported.